Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/24/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the set was cut in two parts, so each component came apart. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an IV catheter extension set in which the extension tubing was found to be separated. According to the report, the nurse stated that the set was "fine" and then she went back into the room she found the set was separated and suspects the patient pulled it apart. This condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.